Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx rx drug eluting stent to treat a ramus lesion. There was no damage to packaging and there were no issues noted when removing the device from the tray. The device was inspected prior to use at which time no issues were noted. A neutral prep was performed and again no issues were noted. The lesion was pre-dilated. The device did not pass through a previously stented area however the left main was severely calcified. It was reported that the stent failed to cross the lesion and stent damage was noted. There was resistance noted upon entering left main and excessive force was not used. Patient's status is stable.